Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 40 mg/dl at the time of the incident and the current blood glucose was 130 mg/dl. The customer was treated with glucose tablets. Customer did not allege pump was over delivering. Customer had using insulin pump system within 48 hours of reported low blood glucose event. The customer was assisted with troubleshooting. The insulin pump will not be returned for analysis.